Event description:
During a tendon fasciotomy procedure, it was reported the electrode appeared to be missing from the tip of the topaz wand. A c-arm was used to visualize the surgical site and a black dot was seen in the patient's foot. It is not known if the electrode was left in the patient. There was no reported injury to the patient.

Manufacturer narrative:
The date of event is an approximate date which was provided as occurring in the first week of (B)(4) 2010. The investigation is currently in progress.